Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was unable to walk much distance without feeling winded and fatigued, dark stools was reported. Hemoglobin/hematocrit was 6.2/20 9.4 g/dl. Push enteroscopy found normal jejunum, duodenum and esophagus. Also found superficial non bleeding gastric ulcer/erosion. Lvad speed decreased to 9000 rpm. Patient received 4 units packed red blood cells (prbc) and aspirin (asa) was stopped. Patient continued with protonix 40mg bid and was started on carafate. Patient was discharged on (B)(6) 2017.

Manufacturer narrative:
Section h4: corrected data. Manufacturer¿s investigation conclusion the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.